Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device was depleting prematurely. Data analysis was performed and confirmed that the power consumption was abnormally high since implant, and this could result in accelerated battery depletion and ineffective pacing. Ts recommended to have this device replaced as soon as possible and returned to boston scientific for detailed analysis. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Visual inspection found no abnormalities. The device case was removed, and battery voltage was measured at 2.947v. Telemetry coil was removed to view the capacitors on the other side of the chip. A second power supply was used to try and overdrive the v125 supply and found that the current drain returned to 6ua which was normal. Freezing spray was applied to the hybrid and held a soldering iron above the hybrid to temperature cycle the device, however unable to replicate the issue. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device was depleting prematurely. Data analysis was performed and confirmed that the power consumption was abnormally high since implant, and this could result in accelerated battery depletion and ineffective pacing. Ts recommended to have this device replaced as soon as possible and returned to boston scientific for detailed analysis. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this pacemaker device was depleting prematurely. Data analysis was performed and confirmed that the power consumption was abnormally high since implant, and this could result in accelerated battery depletion and ineffective pacing. Ts recommended to have this device replaced as soon as possible and returned to boston scientific for detailed analysis. This device currently remains in service. No adverse patient effects were reported.